Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received an inappropriate shock due to oversensing of noise. The noise could be reproduced with any type of movement in primary and secondary vectors. There was less noise in alternate vector. The caller held the device stable while the patient was moving arms and noise was still observed. The consultant suggested either programming to alternate or turning therapy off until x-rays could be obtained. No adverse patient effects were reported. Additional information was received that this electrode exhibited jumpy shock impedance measurements of greater than 400 ohms. No noise was observed and the subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to primary vector. Technical services (ts) recommended x ray imaging and in office testing. This electrode remains in service at this time. No adverse patient effects were reported. Additional information was received that shock impedance upon interrogation was 135 ohms. A commanded shock was performed in which the shock impedance was 113 ohms. Ts recommended serial impedance measurements with torso twisting and isometrics testing and to submit the chest x ray films. This electrode remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received an inappropriate shock due to oversensing of noise. The noise could be reproduced with any type of movement in primary and secondary vectors. There was less noise in alternate vector. The caller held the device stable while the patient was moving arms and noise was still observed. The consultant suggested either programming to alternate or turning therapy off until x-rays could be obtained. No adverse patient effects were reported. Additional information was received that this electrode exhibited jumpy shock impedance measurements of greater than 400 ohms. No noise was observed and the subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to primary vector. Technical services (ts) recommended x ray imaging and in office testing. This electrode remains in service at this time. No adverse patient effects were reported. Additional information was received that shock impedance upon interrogation was 135 ohms. A commanded shock was performed in which the shock impedance was 113 ohms. Ts recommended serial impedance measurements with torso twisting and isometrics testing and to submit the chest x ray films. This electrode remains in service. Additional information was received that the x rays were reviewed by ts and reviewed. The intermittent high impedance measurements and saturation was off the chart and consistent with possible intermittent under insertion of the electrode, confirmed when zooming into the lateral x ray of the s-ICD header.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received an inappropriate shock due to oversensing of noise. The noise could be reproduced with any type of movement in primary and secondary vectors. There was less noise in alternate vector. The caller held the device stable while the patient was moving arms and noise was still observed. The consultant suggested either programming to alternate or turning therapy off until x-rays could be obtained. No adverse patient effects were reported. Additional information was received that this electrode exhibited jumpy shock impedance measurements of greater than 400 ohms. No noise was observed and the subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to primary vector. Technical services (ts) recommended x ray imaging and in office testing. This electrode remains in service at this time. No adverse patient effects were reported.